Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. The farawave catheter was prepared and loaded onto an unknown guidewire. When the farawave catheter and guidewire were advanced into the patient resistance was encountered maneuvering the guidewire. An attempt was made to deploy the farawave catheter into basket and flower configuration to resolve the issue and was unsuccessful. The farawave catheter and guidewire were removed from the patient, and the procedure was completed with a new farawave catheter. No patient complications were reported.

Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. The farawave catheter was prepared and loaded onto an unknown guidewire. When the farawave catheter and guidewire were advanced into the patient resistance was encountered maneuvering the guidewire. An attempt was made to deploy the farawave catheter into basket and flower configuration to resolve the issue and was unsuccessful. The farawave catheter and guidewire were removed from the patient, and the procedure was completed with a new farawave catheter. No patient complications were reported.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m411 batch #0037658392. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the farawave catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the 97057860 farawave 2.0 hazard analysis was completed and confirmed that the event of guidewire stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of unable to exclude device problem. It was reported that during a pulse field ablation procedure resistance was encountered maneuvering the unknown guidewire after it was loaded into the farawave catheter. The farawave catheter was unable to be deployed into basket and flower configuration and the guidewire and catheter were removed from the patient. The procedure was completed with a new farawave catheter. As the farawave catheter was not returned for analysis, the reported stuck guidewire could not be confirmed.